Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The endobronchial tube was received for investigation. Visual inspection was performed, and it was observed that the shape of the tube has been altered by using the stylet. Functional tests were performed, and upon removing the stylet, both tracheal and endobronchial cuffs were inflated and deflated without issues. The customers reported failure mode could not be duplicated. All manufacturing controls were found acceptable and effective to detect the reported failure mode.

Manufacturer narrative:
(B)(4). Device has been received and is being decontaminated prior to pending evaluation.

Event description:
It was reported that the cuff would not deflate. There is no report of patient involvement or harm.